Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused due to a faulty latch. A field service engineer cleaned off latch connections to resolve the issue. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the remote manager. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had remote manager failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.